Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll tip 1ml had foreign matter in the barrel of the syringe. The following information was provided by the initial reporter: material no.: 309653 batch no.: 0170298. It was reported that a brown stain or foreign object was found on and in the barrel of the syringe. Per complaint form: a staff member opened the packaging of a 50ml syringe to prepare for mixing up a medication. Upon opening the packaging it was noted that there is a brown stain on and in the barrel of the syringe. The staining was not noticed until after the packaging was opened.

Event description:
It was reported that syringe 50ml ll tip 1ml had foreign matter in the barrel of the syringe. The following information was provided by the initial reporter: material no.: 309653, batch no.: 0170298. It was reported that a brown stain or foreign object was found on and in the barrel of the syringe. Per complaint form: a staff member opened the packaging of a 50ml syringe to prepare for mixing up a medication. Upon opening the packaging it was noted that there is a brown stain on and in the barrel of the syringe. The staining was not noticed until after the packaging was opened.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 170298. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one sample was received for evaluation by our quality team. It came in an opened packaging blister and a visual inspection was performed. The syringe barrel has embedded degraded resin. The cause for this defect could have resulted during the syringe molding process, where the embedded resin builds up in the hot runner system and can become loose, break off and become molded into the components.